Event description:
The customer reported that during a prostatectomy, there was a problem with the bipolar OEM products in connection with forcetriad in autobipolar mode. The surgeon connected the bipolar OEM products to the forcetriad in autobipolar mode and began activation. However, the bipolar device would not stop activating. Activation only stopped if the OEM products were unplugged from the forcetriad. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.